Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cause of the discordant, falsely elevated troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2014-00564 was filed on september 26, 2014.additional information (11/07/2014): it was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The customer had adjusted their spin times, and no additional discordant results were seen. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions.the instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
Discordant, falsely elevated troponin results were obtained on one patient sample on an advia centaur cp instrument. The discordant results were not reported to the physician(s), as the customer tests samples in duplicates. The sample was repeated on the same instrument, resulting without change on first repeat and lower on consecutive repeats. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.